Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs. Visual inspection identified a buckling upstream occlusion (uso) seal. The upstream occlusion seal was replaced. The event history log was also reviewed, and it showed 153 downstream occlusions (dso) alarms over several periods of time. As a result, the dso sensor and seal were replaced. The dso/uso sensors were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned product for device subjected to fluid intrusion, during physical inspection it was found that the upstream occlusion (uso) seal was buckling. There was no patient involvement.